Manufacturer narrative:
The bed involved in the reported issue was part of us rental fleet. The enterprise 9000 bed frame is equipped with patient egress detection feature. The system uses data from the weighing system to determine if the patient has left the bed. Arjo representative went to the customer facility to obtain more information. He did not enter room or perform a check himself but did walk charge nurse through process to set the alarm. Charge nurse was unable to set the alarm and a new bed was provided. The bed was taken to the arjo service center and the alarm was set with no problems. The customer allegation about alarm malfunction could not be confirmed. It is unknown why the charge nurse could not set the alarm. Arjo has made unsuccessful attempts to contact the initial reporter to collect more details about reported issue and to be able establish the cause of the patient fall. In respect to unconfirmed allegation of exit alarm failure and lack of details information how the fall happened, we were not able to establish the exact cause of the reported fall. The exit alarm is not preventing from a fall. The bed has side rails which can be used at the customer¿s discretion to restrain the patient. There was no side rails failure found when the bed was inspected. To conclude, the arjo bed was used while the event occurred, therefore it played a role in the event. It is unknown why the patient fall from the bed. The bed exit alarm allegedly did not work, but this was not confirmed during bed inspection. The complaint was assessed as reportable due to allegation of patient fall.

Event description:
Arjo was notified by the charge nurse that the patient fell out of enterprise 9000 bed. The alarm allegedly did not work properly. The patient was taken to x-rays, but no further information about the injury was released.